Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, a nurse reported that the patient was admitted to the psychiatric unit in the hospital. She stated his blood glucose was elevated and she needed assistance reviewing his basal rates. The patient then stated "there is nothing wrong with the pump. I made a mistake. I don't want to go through it again. It was completely my fault." The patient did not wish to speak about why he was admitted to the hospital. The nurse reported that the patient's blood glucose measured 616 mg/dl at admission and it was being controlled with diet and insulin injections. Upson follow up in 2007, the patient stated that he had been released from the hospital and his blood glucose was normal. No product will be returned for evaluation.